Event description:
Revision surgery to a p.s. Femur because the posterior cruciate ligament was no longer providing stability.

Manufacturer narrative:
The root cause for this revision surgery was a change in the pt anatomy requiring the additional support of a posterior-stabilized femur component. There was no mention of product problems in the complaint, and the components are not being returned. This is the final report.